Manufacturer narrative:
Device evaluation by MFR: the promus element plus,mr,ous 2.75x38mm mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the proximal stent region were lifted form their crimped positions and pulled distally. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08-feb-2021. It was reported that crossing difficulties were encountered. The stenosed target lesion was located in the severely calcified radial artery. A 2.75x38mm promus element plus stent was advanced for treatment. However, the device could not cross the lesion. The procedure was completed with different device. No patient complications were reported. The patient's status was stable. However, returned device analysis revealed stent damage.